Event description:
The patient reported that her blood glucose (bg) while on the pump was over 20 mmol/l without symptoms. The patient reported that when she went off the pump and her bgs have been 9 to 10 mmol/l. The patient felt that there must be something wrong with the pump but did not have the pump on hand to troubleshoot. The patient reported that she used different bottles of insulin but that did not help. Three attempts to follow up with patient to complete troubleshooting were unsuccessful. This report is made due to the allegation that the pump may have malfunctioned.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the use programmed basal rates. No alarms related to the complaint were recorded in the alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was missing from the pump and the bolus button was unresponsive. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.